Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results when compared to unknown results obtained on an unknown device. Customer noted a vertical arrow trend. It is unknown if the trend arrow was upwards or downwards. Customer was drowsy and was unable to self-treat. The customer was treated with unknown medications, cole, tea with sugar, coco, kajzer bun with cheese and ham, candy bar and insulin (dose, type unspecified) by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 60 mg/dl, 50 mg/dl 50 mg/dl was compared to a competitor brand meter result of 480 mg/dl, 480 mg/dl. 480 mg/dl length of wear was 8 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.